Manufacturer narrative:
Device passed rewind, however device failed prime/seating due to failed sensor. Unable to perform displacement test, basic occlusion test, force sensor test or occlusion test due to prime/seating anomaly. No unexpected pump error noted, however motor was received with corroded home switch along with corroded electronic assemblies. Motor was tested outside device and passed.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error alarm. Customer's blood glucose level was 380 mg/dl. Customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. Customer was assisted with performing displacement test and self test and both these test passed. Customer stated that the insulin pump was not dropped or bumped. Troubleshooting was performed. Customer was advised that the insulin pump required replacement, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.